Event description:
The needle safety device on the vanishpoint u-100 insulin 0.5 ml ((B)(6)) syringes does not work a fair percentage of the time, thus exposing healthcare workers (and others) to an increased risk of needle sticks. The needle on this syringe is very thin and can easily bend upon injection of the patient - the bending of the needle may impair activation of the needle covering safety device. The bending of the needle can also impair the delivery of the correct amount of insulin. Dates of use: (B)(6) 2014.